Event description:
It was reported that pump experienced malfunction alarm with code displayed as malfunction 0, and no notable events occurred prior to the issue. There was no adverse impact to the customer's blood glucose level. Customer was informed that malfunction code was resettable but was unable to reset pump due to not having charging cable. Ultimately technical support assisted the caller in resetting the pump, and it did not recur thereafter. The customer was advised to continue using the pump.